Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer reported that some of her blood glucose readings were not being stored in the memory of a contour next meter. During the call, the customer ran two tests and obtained the readings of 269 and 236 mg/dl. The reading of 269 mg/dl was stored in the meter's memory, however, the reading of 236 mg/dl was not stored. No adverse event was alleged. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.